Manufacturer narrative:
Additional information received: adding UDI# 07392532083440. Adding serial # (B)(6). This is a follow up report for this additional information. Information received that the component code 887 and investigation findings code needs to be removed. This is a follow up report to report this correction. Device received for this event is being corrected from unknown atis abutment catalog # unk atis abutment to atlantis abutm goldshaded ti catalog # 35503. This is a follow up report for this corrected information.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Section h6 was done based on the information provided by the initial reporter and our long-time experience in the investigation of similar complaints. Product return is requested, and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Event description:
It was reported that a patient experienced a dental implant loss.